Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to close all applications running in the background and forget the transmitter from the bluetooth settings and attempt to pair the transmitter. The transmitter did not pair. Advised patient to reboot the smart device. The issue was resolved as connection was re-established after the smart device was rebooted. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.